Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mr with a grade of 4. One clip was implanted, reducing the mr to 1. On (B)(6) 2018, a follow up echocardiogram was performed. It was found that the clip had detached from one leaflet and remained attached to the other leaflet (slda). The mr had increased to 4. The patient was confirmed to be stable. On (B)(6) 2018, an additional mitraclip procedure was performed for treatment. Two clips were implanted, reducing the mr from 4 to 3. The patient was confirmed to be stable and treated successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) leading to incomplete coaptation could not be determined. The reported patient effect of increased mr was a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.